Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient would begetting her ins removed from one buttock cheek to the other one. The patient also stated that the battery was going to be depleted soon as well and it was getting close to depletion. The patient stated she had been having issues with the battery. She indicated she had lost a lot of weight and the ins was not in the pocket and was moving around and when she would bend over, it felt like wanting to come out of her skin, not flush it was poking patient. She stated it had been a while and was getting worse. No date was mentioned as to when the would be revised. No further complications were reported or anticipated.